Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Pump data review by tandem clinical support showed the customer delivered multiple override boluses prior to the event. Additionally, pump data review showed the pump was functioning as intended. Subsequently, the customer was hospitalized. Bg was treated with glucagon. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.